Event description:
Info was rec'd from a physician regarding a female pt who rec'd a series of 3 synvisc injections in the knee for the treatment of osteoarthritis. Three days after the third injection on 10/18/99, the pt developed increasing pain in the knee. Synovial fluid was aspirated from the knee and the cultures revealed coagulase negative staphylococcus. Pt was treated with a six week course of i.v. Antibiotics.